Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had a key stuck alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - serial (B)(6). But could not be located in oracle h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a key stuck alarm and prevented the patient from completing the infusion. There was a delay in therapy because the treatment was paused during infusion to replace the pump. There was patient involvement but, no harm.